Event description:
A customer observed analyzer codes on quality control samples while using the vitros 350 analyzer. The investigation determined that two reagent cartridges were mis-identified in the vitros 350 analyzer. Under these conditions, biased pt sample results could be obtained. Biased results of a particular direction and magnitude may lead to inappropriate physician action. Pt sample results were not affected during this event. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
During the event investigation, it was confirmed that the slide supply position identified as containing c1 actually contained a na reagent cartridge and that the slide position identified as containing na actually contained a bun cartridge. The definitive root cause of the event could not be determined; however, analyzer malfunction is unlikely and user error, as a contributing factor could not be ruled out. No repair to the vitros 350 analyzer was required. Once the reagent cartridges were appropriately identified, acceptable performance was obtained.